Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found the lead was received cut into two pieces. Insulation abrasion noted at 3.6cm to 4.9cm from the distal top at the s-curve region. The insulation abrasion breached the re lumen.